Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number (B)(4) on (B)(6) 2020, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: ptosis. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with mentor smooth round moderate profile 250cc saline prostheses experienced spontaneous left sided deflation and bilateral ptosis post procedure. The right implant was purposely deflated to match the left. As a result, bilateral prosthesis replacement with 405cc mentor memorygel breast implants was performed on (B)(6) 2020. See 1645337-2020-15870 for contralateral prosthesis report.